Event description:
A beckman coulter field service engineer (fse) stated the customer reported three imprecise, elevated beta human chorionic gonadotrophin (bhcg) (access dil-hcg2) results, for one patient, involving the access 2 immunoassay system. An initial result of 76.35 iu/ml was obtained. Subsequent analysis of the patient¿s sample, on the same instrument, recovered lower results of 35.16 iu/ml and 69.96 iu/ml, in duplicate. The discrepant results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the mixer pulleys and verified all alignments and volume checks. System checks and quality control (qc) passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, faulty mixer pulleys are the likely cause of the event. Beckman coulter continues to track and trend any event related to this issue. This medwatch report is related to 2122870-2013-00784.